Event description:
Per the clinic, the patient experienced pain and non-auditory stimulation with, and without, device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, january 9, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on august 20, 2013.